Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged ingestion of chemicals due to the sound abatement foam burning off in the motor of the device and nasal/throat irritation or soreness. The user also alleges symptoms of coughing while on the device, diabetes, heart issues. Headaches, breathing is bad, strange odor and patient is on oxygen. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.